Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-12625. It was reported that patient experienced multiple falls. Patient reported that stimulation changed since then, x-rays revealed leads migrated. As a result, surgical intervention may take place to address the issue.